Event description:
The manufacturer received information alleging severe sinus congestion and nasal dryness, nosebleeds, headaches,dizziness and lightheadedness, pressure to chest, shortness of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging severe sinus congestion and nasal dryness, nosebleeds, headaches, dizziness and lightheadedness, pressure to chest, shortness of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Customer responded in first attempt as I am unable to return my device as I am required to use it when I sleep as I have severe sleep apnea. I have had sleep apnea for 15+ and have been waiting for my recalled device to be replaced for over a year. During that time my humidifier has stopped working and we called to see if we could expedite my recall replacement. I will be glad to ship my device to you once I receive my replacement. After the final attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.